Event description:
It was reported that prior to use a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle was found with foreign matter in the syringe. The following information was provided by the initial reporter: debris in the luer lock part of the syringe.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 021276 which is not a legitimate/complete lot number. Medical device expiration date: unknown. A device evaluation is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle was found with foreign matter in the syringe. The following information was provided by the initial reporter: debris in the luer lock part of the syringe.